Event description:
The user facility reported a leak in the purge line of the capiox fx15 device. Follow up communication from the user facility reported the following information: during the priming, priming liquid leaked in the base of the purge line of the oxygenator; the oxygenator in question was replaced with a new one; the operation was completed successfully; and there was no patient involvement.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies in the visual appearance. The blood pathway was filled with saline solution and pressurized. Saline solution leaked at the edge f the purge port. Visual inspection found that the purge line tube had a partial crack at the edge of the purge port. Magnifying inspection of the crack cross-section on the purge line tube revealed the presence of both a smooth surface and rough surface. The smooth surface indicates that the crack developed rapidly there and the rough surface indicates that the crack developed slowly. Electron microscopic inspection of the crack cross-section revealed the generation of some streaks on the smooth surface, spreading out toward the rough surface. There was the evidence of elongation on the rough surface. The purge line tube was cut vertically on the segment adjacent to the crack for dimensional check. The inside and outside diameters and the wall thickness were determined and verified to meet the specifications, being comparable to those of the current production. Simulation testing was conducted. The current product sample was left under the temperature of 4°c. Subsequently, the bonded part of the purge line tube and the purge port (at the edge of the purge port) was exposed to an instantaneous. Electron microscopic inspection of the crack cross-section revealed the generation of some streaks on the smooth surface, spreading out toward the rough surface. The state very similar to that on the actual sample was duplicated. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed there were no indications of production-related anomalies. A search of the complaint file found no other report of this nature with the involved product code/lot number. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the purge line tube of the actual sample was exposed to an instantaneous shock force in the state of having been cooled down. The actual sample may have affected by the external temperature during the transportation and/or storage. And under such circumstances it may have been handled inattentively. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).